Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she had frequent bent cannulas and high readings. The customer stated that she was high as 600+ mg/dl and was 537 mg/dl yesterday morning. The customer stated that she had problems for about 2 months. The customer stated that there was a "dense flash" and the shorter needles would not give her insulin. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.